Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: hyperion 7fr spb3.5, guideliner 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located from the proximal to mid left anterior descending (lad) artery with heavy tortuosity and diffuse heavy calcification that was 90% stenosed. A 3.0 x 28 mm xience alpine drug eluting stent (des) was advanced, but was not able to cross the lesion. The xience alpine was readvanced with the support of a 6 french guide catheter extension and it was able to cross the lesion; however, the balloon did not inflate and the des was removed from the anatomy. It was observed that contrast solution was leaking out near the guide wire port of the device when the device was examined outside the patient's anatomy. The procedure was completed after a non-abbott des was implanted without any issues. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft leak and the reported inflation issue were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. It was reported after initial advancement, the xience alpine was readvanced with the support of a 6 french guide catheter extension. The xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.